Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit, however the complainant¿s experience of a scissored clip could not be replicated or confirmed. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. It was also observed that the jaws were slightly misaligned. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was found to be out of specification and/or the jaws that were observed to be slightly misaligned upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.

Event description:
Procedure performed: lap chole. Incident description: surgeon fired the 1st 2 clips on the cystic duct, he fired on top and the clip scissored. He pulled the clip applier out of the trocar and fired 1 on the mayo which was perfect. He put the clip applier back into the 11mm trocar and every clip he tried to preload won't stop at the load zone and would protrude past the jaws. Has been using clip applier for over a year. Surgeon did not torque the jaws on the vessel. Tissue was skeletonized before using the clip applier. Additional information was received via email from account manager, 10dec2018. He fired 2 clips as usual on duct left a small space to cut and fired a 3rd clip above the space and 2 clips fired. This is the protocol for all lap choles. He did not fire on top of a clip if that's what you are asking. Intervention: opened a competitor 5mm to complete the case. Patient status: fine.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. Incident description: surgeon fired the 1st 2 clips on the cystic duct, he fired on top and the clip scissored. He pulled the clip applier out of the trocar and fired 1 on the mayo which was perfect. He put the clip applier back into the 11mm trocar and every clip he tried to preload won't stop at the load zone and would protrude past the jaws. Has been using clip applier for over a year. Surgeon did not torque the jaws on the vessel. Tissue was skeletonized before using the clip applier. Intervention: opened a competitor 5mm to complete the case. Patient status: fine.